Event description:
It was reported that during a synfix procedure at l5-s1, the top portion where the radiolucent retractor blade connects into the holders broke off into 3-4 pieces while the surgeon was repositioning the retractor blade. The broken fragment was retrieved. Surgeon used another retractor blade. During the final tightening of the screws, the surgeon over-tightened causing the driver interface to bend. The surgeon used another driver to complete the procedure with no further problems. There was no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The product evaluation visual inspection revealed that the bent front part of the retractor blade broke off. The remaining part shows cracks with the appearance that the connecting part was forcibly bent back and forward before the final breakage. The blade body shows marks and scratches of forcible and inadequate use. The manufacturing documents show that the device met the specifications at the time of manufacturing. The complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for (B)(4).